Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached on what caused the reported event, it should be noted that all cartridges are inspected 100% for staple presence by an automated vision system. In addition a sample of the batch is inspected at (B)(4) to ensure the device meets the require specifications prior to shipments. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bullae video assisted thoracic surgery procedure, the surgeon used the device to fire on the lung. But after firing, the tissue was cut but not staple. Then the surgeon switched devices, but it still failed. The surgeon then opened the chest and used hand sewing to complete the procedure. Now the patient is fine.